Event description:
It was reported that leakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "noticed leaking at the site after pt had approx. 30 of saline, tegaderm removed to inspect and appeared to be leaking at junction between hub and cannula."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9119670. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "noticed leaking at the site after pt had approx. 30 of saline, tegaderm removed to inspect and appeared to be leaking at junction between hub and cannula."